Manufacturer narrative:
The cobas e 411 analyzer (rack system) is (B)(6). The customer also stated that they were receiving "short samples" and that the pipettes were falling off during the assay. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b assay results from several patient samples tested on the cobas e 411 analyzer (rack system). One example of discrepant results was provided: the initial result was 0.100 iu/ml. The repeat result was 247.7 iu/ml. The initial result was questioned as it did not match the patient's history, prompting the rerun. The repeat result was deemed correct

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the analyzer and found a cracked pressure sensor. He replaced this part and confirmed the voltages. He also proactively replaced and adjusted the probes and mixer. He verified the analyzer's performance with mechanical and operational checks. The investigation determined that the event was due to the hardware issue identified by the field service engineer. The investigation determined that the service actions resolved the issue.